Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.2845" x 0.0605" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do show damage. The molded insulator is broken and there are missing pieces. The instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.2255¿ x .1035." In size. Components adjacent to this broken molded insulator do show damage. The grip tip is broken off. The complaint regarding a broken jaw was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, it was noted that the jaw of the force bipolar instrument was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument is physically broken but there is no material missing from the instrument. The patient information are unavailable.